Event description:
During a follow-up, the ventricular sense/pace channel showed what appeared to be noise. During surgery to replace the lead, the problem was found to be with the device not the lead. The device was replaced.

Event description:
Medwatch 0502620000-2009-8011 was sent to integra by mail postmarked march 11, 2009 from FDA and received on march 20, 2009. It stated that the pt had lumbar peritoneal shunt placement and removal of external ventricular catheter. The surgeon noted that the shunt value was malfunctioning. The pt was brought back to the operating room to have the valve replaced on the same day. Integra has requested return of the product for eval, and additional clinical details from the reporter.

Manufacturer narrative:
The noise was confirmed via review of egms, but the noise could not be reproduced in the laboratory. Automated electrical testing detected no anomalies and the device met all specifications. It was later reported that the chronic lead still exhibited noise at a 3-month follow-up visit. The lead was capped and replaced. It is believed that the noise was produced by a lead anomaly. The lead will be reported on the 11/10/2009 bi-monthly submmission.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.